Manufacturer narrative:
The associated complaint device was not returned. The clinical/medical task concluded, the x ray provided which confirms a varus alignment of the subject¿s right knee (as well as the left). There are signs of loosening of the tibial component but a migration in position cannot be concluded based on the single image provided. Based on the limited information provided and the root cause of the reported loosening cannot be determined. Following the scheduled revision procedure it is likely the patient will experience pain and have possibly have post op rehab. Should additional information become available this issue can be re elevated. A review of the production documentation for the corresponding products did not reveal any deviation from the standard manufacturing processes. A review of complaint history for the listed part revealed no prior complaints for the listed batch/failure mode. We recommend that all re usable instruments be routinely inspected for wear/damage and replaced as necessary. Without the actual product involved, our investigation cannot proceed. If the device or new information is received in the future, this complaint can be re opened. Mimb review: assess severity of complaint case to determine if additional action and further inputs are required for inclusion in medical assessment. Determine if a medical assessment would be performed based on a review of the complaint detail and further recommendations from the medical director/designee.will proceed with a medical assessment based on clinical supporting documents provided. If no relevant medical information is provided can close the mi task. Approved by justin templeton, mda review of relevant clinical/medical information in the reported issue, inclusive of technique and patient information, to include, but not limited to: ¿patient information ¿surgical procedure/post-operative care review ¿device labeling (including technique guides, ifus, etc.)this complaint reports that a revision surgery is scheduled for replacement due to loosening of the component. The date of implantation is unknown. The patient reports that the prosthetic pulled out of the bone and has effected the geometry of his right leg. The patient reports he has pain in both legs. One undated x-ray was provided for review which confirms a varus alignment of the subject¿s right knee (as well as the left). There are signs of loosening of the tibial component but a migration in position cannot be concluded based on the single image provided. The device is not available for return. Details regarding the patient¿s weight-bearing status, bone quality, and other additional clinical relevant information have not been provided.conclusion: the x-ray provided which confirms a varus alignment of the subject¿s right knee (as well as the left). There are signs of loosening of the tibial component but a migration in position cannot be concluded based on the single image provided. Based on the limited information provided and the root cause of the reported loosening cannot be determined. Following the scheduled revision procedure it is likely the patient will experience pain and have possibly have post op rehab. Should additional information become available this issue can be re-elevated. Approved by justin templeton, md 6/4/2019

Event description:
It was reported a component failure as the implant is loose. A revision surgery is scheduled for replacement.